Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was never returned since the customer refused to send it back and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed dis-similar complaints for this lot released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the expressew iii needle derailed inside his expressew iii without hook while deploying the needle into the patient causing the distal tip to break off into the patient during a rotator cuff procedure. This was the second time the surgeon tried to deploy the needle, he had already passed sutures once with the device and needle. The surgeon was able to get the broken piece of the needle out of the patient and completed the procedure with no patient consequences. There was a 20 minute delay. The device is coming back for evaluation but the needle was discarded already by the customer. The sales rep verified they took x-rays after the procedure to make sure all pieces of the broken needle were removed. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.